Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: h6-medical device ¿ problem code (1) - corrected to "1384." The lot#: 3000311408 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, e1, g4, g7, h2, h6, h10, h11. Corrected sections: e1: (B)(6).

Event description:
The hospital reported that during preparation, the scope would not lock into the vasoview hemopro 2 harvesting kit. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There were no resistance noted while inserting the harvesting tool into the cannula. They opened a new kit to complete the case. There were no procedural delay. No injury reported, as there were no patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the scope would not lock into the vasoview hemopro 2 harvesting kit.